Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right common femoral artery. The vasculature was 6.2mm, no calcification or tortuosity, and a deployment depth measurement of 4.5 + 1. A central positioned access was gained with micropuncture and ultrasound after multiple attempts. During the large bore procedure, resistance was met while inserting the 26mm valve with a 14f sheath. The safety and effectiveness of the manta device has not been established in patient populations who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Following the valve replacement, the procedural sheath was exchanged for the manta sheath and dilator. The manta device was deployed, however, the entire device pulled out of the puncture site. Manual pressure was applied, and a new manta sheath and dilator were placed. Bleeding continued, and manual pressure was applied. The manta sheath was exchanged for a 14f dry seal. During surgical intervention to address the bleed, a tear was revealed in the artery. Surgical intervention repaired the tear and achieved hemostasis following the pull out. The root cause of the device pull out possibly was caused by the tear which likely widened the access and did not allow for proper placement of the anchor against the artery wall, or possibly due to the exchange of sheaths. However, remains inconclusive due to no images were submitted for investigative purposes. The risk of failing to achieve hemostasis and access site complications leading to surgical intervention along with potential arterial damage is written in the IFU. Risk documentation was reviewed, and this is a known risk.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted following investigation.

Event description:
As reported: tavr case- access was obtained to rfa via ultrasound, depth measurement was 4.5+1, large bore procedure performed with resistance when inserting the valve (14f sheath and 3.26mm valve).act was 109 after 50mg of protamine was given. Physician then exchanged large bore sheath for manta sheath and dilator. Manta was deployed and the whole device, collagen and foot plate came out of groin. Manual pressure applied. New manta sheath and dilator placed. Groin continued to bleed and manual pressure applied. Manta sheath exchanged for 14f seal. Cutdown then performed. Physician stated there was a tear in artery at the arteriotomy site. Patient outcome post procedure stable.